Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional inspection was performed on the returned device. The reported balloon rupture was unable to be confirmed as the balloon inflated and maintained pressure without any ruptures noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified lesion in the superficial femoral artery. The 5.0x100mm armada 35 balloon dilatation catheter was advanced to the lesion with no resistance noted. The balloon ruptured during the first inflation at 8 atmospheres. The device was removed from the anatomy with no resistance and replaced with a new balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.